Event description:
Customer reported receiving a button error alarm on the insulin pump. The blood glucose reading was 206 mg/dl and customer stated that the level was high for her. She did not recall pressing any buttons and stated that the insulin pump was not exposed to moisture. She was unable to clear this alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.